Event description:
It was reported that the patient has a "burning sensation" in the area of the pacemaker. The area "looks like a burn and it is leaking". Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate that the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.